Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a prismaflex st150 set was observed to have a hole in the replacement line and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available: however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the y multi connector and the set replacement post pump line segment. The replacement post pump line is provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component defect was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.